Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Ref importer number (B)(4).

Manufacturer narrative:
Sd reference #: (B)(4). Note: this report corresponds with bard's report # (B)(4) for a "pelvicol".